Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-04905. It was reported the pt did not have stimulation and was unable to communicate with external devices. The sjm rep met with the pt for troubleshooting the sys, but was unable to resolve the issue. It was reported the pt had not been satisfied with the stimulation had a procedure to explant the scs sys was to be undertaken at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.